Event description:
It was reported that this implantable pacemaker showed 2 years remaining of battery longevity to explant from 5.5 years a year ago. A request was made to have data from this device analyzed. Data analysis showed device power consumption is increasing in a gradual fashion. Recommended device replacement or have the device re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.